Event description:
Additional information: the managing health care provider (hcp) thought the pump must not be working so it was replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient was not getting pain relief and the patient's device system was replaced in (B)(6) 2012. The device system was used to deliver bupivacaine, dilaudid, and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8731sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).